Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer successfully completed a pump reset with the assistance of technical support, which resolved the issue and allowed the sensor session to start without further errors. Later follow-up confirmed the customer was able to resume insulin use and reconnect the cgm with no further actions needed.